Event description:
It was reported that during a pump controlled secondary infusion, simultaneous flow from the primary and secondary IV containers is observed (primary and secondary medications, programmed amounts and delivery rates unk). It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.